Event description:
It was reported the pt's device was removed in 2007, due to infection. No pt symptoms, treatments, or outcome were reported. Additional info has been requested, but was not available on the date of this report.